Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 105 (night drain #5) alarm occurred during set up for peritoneal dialysis on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The nurse was told how to cycle power to clear the alarm, and would inform the patient. There was no patient injury or medical intervention reported. No additional information is available.